Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope® avl monitor. Catalog: 0570-0314, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor with lopro s3 titanium su blade, the monitor would flicker. An avl baton back-up device was used. One minute delay in the procedure was noted. No harm to patient or user was reported.